Manufacturer narrative:
The following fields have been updated with additional information: d.1. Medical device brand name: bd vacutainer® ultratouch¿ push button blood collection set. D. 1 medical device type: jka/fpa. D.2. Common device name: blood specimen collection device; intravascular administration set. D.3. Medical device manufacturer: becton, dickinson & co., (bd) ¿ sumter, sc / 29153, d.4 medical device catalog #: 367363, d.4. Medical device lot #: 8086751, d.4. Medical device expiration date: 2020-03-31, d.4. Unique identifier (UDI) #: (B)(4), g.2 manufacturing location: becton, dickinson & co., (bd) ¿ sumter, sc / 29153, g.5. PMA / 510(k)#: k153309.

Event description:
It was reported that unknown bd vacutainer¿ tubesare not staying on the backend needle of the ultratouch blood collection set. After placement of the tube into the holder onto the backend multi sample needle the tube migrates back occluding the needle in the stopper and stopping blood flow into the tube. This forces the clinician to forcibly hold the tube forward in the holder to enable blood to continue to flow into the tube.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that bd vacutainer® ultratouch¿ push button blood collection set are not staying on the backend needle of the ultratouch blood collection set. After placement of the tube into the holder onto the backend multi sample needle the tube migrates back occluding the needle in the stopper and stopping blood flow into the tube. This forces the clinician to forcibly hold the tube forward in the holder to enable blood to continue to flow into the tube. H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set are not staying on the backend needle of the ultratouch blood collection set. After placement of the tube into the holder onto the backend multi sample needle the tube migrates back occluding the needle in the stopper and stopping blood flow into the tube. This forces the clinician to forcibly hold the tube forward in the holder to enable blood to continue to flow into the tube.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unknown bd vacutainer¿ tubesare not staying on the backend needle of the ultratouch blood collection set. After placement of the tube into the holder onto the backend multi sample needle the tube migrates back occluding the needle in the stopper and stopping blood flow into the tube. This forces the clinician to forcibly hold the tube forward in the holder to enable blood to continue to flow into the tube.